Event description:
Reporter indicated that vns patient's device was explanted due to infection. Both the pulse generator and the bipolar lead (including electrodes) were explanted after a failed course of antibiotic treatment. The infection has reportedly resolved and the patient is scheduled for reimplant. Review of manufacturing records for both the pulse generator and the biopolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.